Event description:
It was reported that the customer experienced an occlusion alarm. On (B)(6) 2025, the customer went to the emergency room (ER) with a blood glucose (bg) level of 218 mg/dl and a high ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and occlusion. Customer was discharged later the same day and there was no permanent damage.